Event description:
Additional information received indicated that the patient was admitted into the emergency room (ER) on (B)(6) 2010. The patient was brought to the emergency department by her son. The son reports that the day before, when he went to her house, she seemed a little bit confused. When he returned the day of admission into the ER, he stated that it seemed to be a little bit worse, she had trouble taking her own blood sugar which normally she is very on top of, according to the son. She was reporting the results to him incorrectly. She states she just feels fuzzy in her head. She denies any headache, no blurry vision, double vision, nausea, vomiting, no chest pain, shortness of breath. No cough, runny nose, sore throat, abdominal pain, or diarrhea. She has no previous history of stroke, she has had a carotid endarterectomy. She also has a history of diabetes and hypertension. On (B)(6) 2010, she had an e-CT head without contrast. The result was a negative non-contrast head CT. On (B)(6) 2010, she had a emp-MRI brain w/wo contrast that revealed (1) an acute ischemia in the posterior left temporal lobe and adjacent inferior left parietal lobe and (2) a diffuse cerebral atrophy with scattered small foci of chronic small-vessel ischemic change.

Manufacturer narrative:
On (B)(6) 2010 she had an e-CT head without contrast that revealed continued evolution of the patient's small posterior parietal posterior temporal lobe infarct and no indication of interval hemorrhage. On (B)(6) 2010, the patient discharge for short-term rehab was scheduled, however, on the day of transfer, developed increasing nausea and vomiting. Repeat cat scan of the head was negative for any acute hemorrhage or other changes. Patient had been complaining of a headache and received hydrocodone. The nausea was suspected to be due to norco or aggrenox and due to this the aggrenox was discontinued and the patient transitioned to plavix. No further norco was required and mild headache was treated with tylenol. The patient was discharged on (B)(6) 2010 with the final diagnosis (1) acute left temporal and parietal lobe stroke and (2) expressive and receptive aphasia secondary to #1, the stroke. Information was received via the (B)(4) study that approximately 11 months post precise stenting of an 80% left internal carotid artery (ica) stenosis the patient presented with aphasia with a diagnosis of acute left temporal and parietal ischemic stroke. Recovery was partial/minor residual. At index procedure, the (B)(6) female was admitted asymptomatic with an 80% stenosis in the left proximal internal carotid artery (ica). The nih and rankin stroke scale at baseline were both 0. The lesion was eccentric, ulcerated with moderate calcification and no thrombus. No pre-dilation was documented. A 9 x 40mm precise pro rx stent was deployed at the target lesion with no malfunction and no major adverse event. An angioguard rx was successfully deployed and retrieved with no technical problems and no major adverse event. The residual stenosis was 0%. There was no neurological deficit when the patient left the angiography suite. The patient was discharged the following day with no major adverse event. The nih stroke scale score was 0. The stroke score was 0. Bivalirudin was administered intra-procedurally. Antiplatelet therapy included pre, intra, and post procedure and discharge clopidogrel. Pre and post procedure and discharge aspirin was also indicated. There was no adverse event during the 30 days follow up. The stroke scores were 0. Approximately eleven months post index procedure the patient was admitted into the emergency room with reported aphasia. MRI and follow-up CT demonstrated acute ischemia in the posterior left temporal lobe and adjacent inferior left parietal lobe and a diffuse cerebral atrophy with scattered small foci of chronic small-vessel ischemic change. Carotid duplex study indicated normal velocities of the left internal carotid artery. A review of medical records indicated that three days later, the patient was to be discharged for short-term rehabilitation was scheduled, however, on the day of transfer, developed increasing nausea and vomiting which was suspected to be due to medications. Repeat cat scan of the head was negative for any acute hemorrhage or other changes. The patient was discharged on the following day with the final diagnosis of acute left temporal and parietal lobe stroke with expressive and receptive aphasia. The device remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14074452 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Ischemic stroke is a known potential adverse event associated with the carotid stent implantation procedure; however, no conclusion can be made regarding the exact cause of the ischemic stroke and its relationship to the precise stent. Patient factors including vessel/lesion characteristics and comorbidities may have contributed. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Therefore, no corrective actions will be taken at this time.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with a 80% stenosis in the left proximal internal carotid artery. The lesion was eccentric, ulcerated and moderate calcification. The lesion was not pre-dilated. A 9 x 40mm precise pro rx stent was deployed with no malfunction and no major adverse event. An angioguard rx was successfully deployed and retrieved with no technical problems and no major adverse event. There was neurological deficit when the patient left the angiography suite. The patient was discharged the following day with no major adverse event. The (B)(6) stroke scale score was 0. The stroke score was 0. There was no adverse event during the 30 days follow up. The stroke scores were 0. Approximately 11 months after the index procedure, the patient experienced an ischemic stroke of unknown duration. The patient had aphasia. The recovery was partial with minor residual. The 12 month follow up was performed and the patient's medications include clopidogrel. The patient completed all required follow up for the trial.

Manufacturer narrative:
Pre-, intra- and post-procedure medications include clopidogrel and aspirin. (B)(6) 2009: clopidogrel and aspirin. (B)(6) 2010: clopidogrel. The device remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14074452 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 0 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. Additional information will be submitted within 30 days from receipt.